Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries on the insulin pump are draining faster than usual. The customer stated that the insulin pump shut off a day after changing the battery. Customer stated that she did not receive a low battery alert prior to the off no power alarm. The issue started at the end of april and this is the second occurrence. The battery was not previously used, the device was not dropped or bumped, there weren't unattended alarms and the battery cap is not loose, cracked or damaged. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted during testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display widow, cracked battery tube threads and a corroded battery tube.